Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision was performed due to a dislocated hip.

Manufacturer narrative:
Additional information - MDR 1020279-2016-00092 was filed in error. It is a duplicate of 1020279-2016-00091.